Event description:
The technician alleged that the head hilow is drifting down slowly. No patient inpact.

Manufacturer narrative:
The technician replaced the hilow hydraulic valve to resolve the issue.